Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a thirty-degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Analysis confirmed the bent lead tip.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a bend was observed with this right atrial (ra) lead around two centimeters from the distal tip. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.